Manufacturer narrative:
The product is no longer available and due to the lack of samples or photos, the reported problem could not be verified. However, based on the complaint description, this is a known problem that has increasingly occurred with capsuleguards in recent months. The probable root cause was determined to be the lack of a drying/tempering process, which was eliminated by omitting the washing process. The microstructure changed by the tempering process and resulting in the surface of the sleeves becoming firmer and smoother. Corrective and preventative actions are being pursued and the tempering process has been reintroduced.

Manufacturer narrative:
The product has been requested. This investigation is ongoing.

Event description:
It was reported by the user facility in australia that the silicone tip normally has enough movement that you can pivot the tip nasally and temporally to remove cortex. Recently the silicone sleeve was so soft it twisted around the metal tip occluding flow and would not untwist spontaneously unless the tip was removed from eye. In one of my cases the sleeve twisted such as that the metal tip of ia was exposed resulting in my first pc rupture for many years. Additionally reported cause was due to issues of capsule tears and floppy silicon tips.